Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a faradrive sheath leaked fluid from the hemostatic valve. No error message appeared. No air was observed in the sheath or patient. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a faradrive sheath leaked fluid from the hemostatic valve. No error message appeared. No air was observed in the sheath or patient. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that no abnormalities had been observed during preparation of the sheath and it had not been under irrigation. The only devices that had been inside the sheath prior to the leak was a dilator and farawave catheter. The quantity of the leak could not be described. The sheath was disposed by the account and is now not expected to return.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of a leak. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review was completed using faradrive hazard analysis and confirmed that the event of leak was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a faradrive sheath leaked fluid from the hemostatic valve. No error message appeared. No air was observed in the sheath or patient. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that no abnormalities had been observed during preparation of the sheath and it had not been under irrigation. The only devices that had been inside the sheath prior to the leak was a dilator and farawave catheter. The quantity of the leak could not be described. The sheath was disposed by the account and is now not expected to return.